Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been over 600mg/dl. The customer was treated for the highs with IV fluids and insulin. The nurse states they would be taking the customer off the pump and checking the pump for functionality and possible basal rate changes. No further assistance or information provided at this time.